Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged moisture damage/cosmetic damage at unknown location found on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator or corroded battery tube.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Blank display due to moisture damage on the pcba 1 / pcba 2 / harness assembly / corroded battery tube. Exposed to moisture was confirmed. Cosmetic damage was confirmed at the back of the pump case. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump exposed to moisture. Fluid under the liquid crystal display, reservoir compartment and in battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.